Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The pump reportedly dispensed the entire cartridge of insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 07/26/2013 with the following results: during investigation load step malfunction and loss of prime with zero force were verified in black box. Unable to rewind and load due to a load step malfunction. Force sensor calibration was out of specification, low. Opened pump and removed from case. Removed force sensor from motor assembly. Force sensor plate was contaminated with a green substance. Force sensor plate resistance reading out of specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.